Manufacturer narrative:
An event of device deformity was reported and did not confirm. Without serial/lot number, device history record can be reviewed. The device was returned to abbott for investigation, and it met functional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was noted that on an unknown date a 30 mm amplatzer septal occluder was attempted to be implanted. The device was returned to manufacturer deformed. No patient information was able to be obtained. No additional information was provided.